Event description:
It was reported that the patient underwent inflatable penile prosthesis (ipp) replacement surgery as the patient could not inflate the device. The physician tested the device intraoperatively and also could not inflate the device, suspecting a fluid leak. The old pump and cylinders were explanted, but the old reservoir was retained. It was identified that the air was present in pump and being unable to cycle device. There were no patient complications.